Manufacturer narrative:
Further investigation showed that there might have not been enough sample added to the reaction. As the customer also mentioned having trouble with glucose, which also uses a low sample volume, this could indicate a problem with the sample pipetting. The field engineering specialist (fes) changed the tubes of the wash station and checked the water pressure. After the fes performed the service activities, there have been no further issues.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained that they have been having problems with random low results since "springtime of this year" on their cobas 8000 c (701) module. The customer mentioned that glucose and uric acid have been affected but no specific data or details were provided. The ureal urea/bun (ureal) result for 2 patients were provided of which 1 is a reportable malfunction. The initial ureal result was 0.1 mmol/l, with no data flag. This result was reported outside of the laboratory. On (B)(6) 2017 a new sample from the patient was measured and a ureal result of 6 ¿ 7 mmol/l was obtained. Since the result on (B)(6) 2017 did not match the initial result the customer decided to retest the initial sample, which was stored at -20 c, and a ureal result of 6.8 mmol/l was obtained. There was no allegation of an adverse event. The ureal reagent lot was 260568 with an expiration date that was not supplied. The investigation is currently ongoing.